Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h.6device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification).additional observations: black particles on the shell are observed.